Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, the customer over corrected for a bg level of 400 mg/dl. Customer delivered a bolus and manual injection to address bg level, and bg level dropped to 50 mg/dl. Customer addressed low bg with orange juice and food. Recommendation was made to discuss diabetes management with customer's health care professional.